Event description:
The dealer and service provider for the device state that the chair was in the shop for repair when it was turned on, went in reverse motion, and contacted the shop wall. The dealer reports that it was unoccupied at this time and there were no injuries, however, the dealer states that the end user reported that this occurred once when the end user was in the chair at the end user's home. The dealer states that the joystick is a heavy duty modified model, as the end user is rough on his chair. The dealer states that he has opened the joystick and found the wires were not attached to the inside of the control box and the dealer believes that the loose wires interfered with the joystick gimble. The dealer states that he repaired the joystick and it was functioning properly. Two days later, the dealer called and stated that he was receiving an 87 fault (bad can cable). The dealer was informed that the cable required a replacement service part. The dealer states that the end user cannot currently return the device for further investigation.

Manufacturer narrative:
Narrative method - the actual device was evaluated by the dealer and the symptoms were reported from and diagnosed while in possession of the dealer and normal operating conditions. Engineering analysis of the described event indicates that the joystick pod failed and that a replacement compact joystick and cable will resolve the concerns. This device was originally manufactured by teftec. Next mobility has since acquired the assets of teftec and continues to support warranty claims and customer service requests of the teftec legacy devices along with new production of the omegatrac. Next mobility continues to attempt to retrieve the joystick for further investigation into this incident.